Event description:
The patient presented with very narrow iliac arteries. During withdrawal of the tag sheath following successful placement of tag devices, the pt's blood pressure dropped, revealing a large tear in the iliac bifurcation. Repair of the rupture was attempted with two iliac extenders and a wallstent but was unsuccessful. The tear was repaired implanting a vascular graft. One of the iliac extenders and the wallstent were removed. Blood loss in excess of one liter occurred. The pt received 5 units of blood. The pt was fine at the end of the procedure.